Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was intact with the extracting stylet stuck inside the lead. An x-ray showed an inner coil stretched/fractured near the lead tip, likely a result of the extraction of the lead during the explant procedure. Additionally, the inner cathode measured as an electrical open, which is consistent with an inner coil fracture induced during the explant procedure. The observed damage is not deemed to indicate product defect or malfunction, but likely to have occurred during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as a result of oversensing noise signals with pacing inhibition. The patient is not dependent and there were no reports of asystole observed. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as a result of oversensing noise signals with pacing inhibition. The patient is not dependent and there were no reports of asystole observed. A new rv lead was successfully implanted. No additional adverse patient effects were reported.